Event description:
A dr reported that on 07/06/1998 the site of a membrane that was implanted on 06/17/1998 was inflamed. Medication was prescribed and the site reexamined on 07/27/1998. The inflammation was not resolving and the gingival flap was opened and cleaned. The dr stated that he did not see any membrane remaining to remove, but did remove granulation tissue. The dr had used a bone graft material he had not used before along with the membrane. He has used the membrane previously with no problem. The inflammation was localized to the tooth area and the area is healing. There is no product to return to the MFR.